Event description:
It was reported the patient heard the device alarm; interrogation of the device shows the right ventricular (rv) lead experienced a "jump" in impedance, and had varying and high thresholds. The rv output was increased to eight volts and the impedance alarm to one thousand-five hundred ohms. The patient will be monitored daily. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2013. It was also noted that weekly pace lead trend data shows an increase for maximum ventricular pace bipolar polarity impedance equal to 532 to 950 ohms peak between (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
Additional information was received that reported that the lead impedance and threshold continued to fluctuate between 420-1045 ohms and 1.5 to 5.5 volts. When impedance increases the threshold also increases. The higher values seem to occur when the patient would reach high over their head and when the patient stretched by placing their arm behind their head and pulled on it with the other arm. The physician recommended that the lead be extracted and replaced in the near future. Review of the manufacture database revealed the lead has been removed and replaced.

Manufacturer narrative:
Product event summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.